Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the probe could be inserted through the trocar during a procedure. Subsequently, when pulling the probe the trocar came out of the eye. The surgery was completed after replacing both the trocar and the probe. . There's no patient harm.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. One opened probe and trocar received. The samples were visually inspected and found non-conforming with the probe needle slightly bent and foreign material on the probe needle. The probe needle was fit tested for function through a ring gauge and was found non-conforming. The probe did not travel in and out of the ring gauge under its own weight. The foreign material was wiped off of the probe needle and then the probe needle was fit tested again with the ring gauge and was able to travel in and out of the ring gauge under its own weight. The trocar cannula was dimensionally inspected for inner diameter and was found conforming. A photo of the product is attached to the parent complaint and was reviewed by the manufacturing site. The photo shows foreign material on the needle. It cannot be determined from the photo what the foreign material is or if it would have caused a fit issue with a trocar. The complaint evaluation confirms the probe had a product fit issue. The fit issue was due to the foreign material on the needle. The exact source of the foreign material cannot be determined from this evaluation; however the most likely contributing factor is surgical residue from use and does not point to a manufacturing issue due to the foreign material easily wiping off with alcohol. No specific action with regard to this complaint could be taken because the product met specification once the foreign material was removed. All probes are 100% visually inspected during the manufacturing process. All trocar assemblies are 100% inspected for gage size. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).